Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. The patient also had another device implanted, (B)(4). Two requests were made to the health-care provider (via fax) for the device, operative report, and additional information (on 10/07/2010 and 10/18/2010); however, no additional information was received. The cause of death remains unknown. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the patient has expired after an implant duration of approximately 3.23 months. The cause of death was not reported. No further details were provided.

Manufacturer narrative:
Additional manufacturer narrative: through follow-up with the health-care provider, a copy of the patient's discharge summary was received. Unfortunately, the cause of death was not provided. The patient was transferred to a skilled nursing facility on postoperative day #14. Postoperatively, the patient's status included asystole, pseudomona pneumonia, increased secretions, chronic obstructive pulmonary disease, atrial fibrillation, urinary retention, benign prostatic hypertrophy, acute blood loss anemia requiring transfusion, hypervolemia requiring IV diuretics, hypertension, confusion and mild dementia. Also noted was a history of hyperuricemia.